Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested with a known working ac power adapter and battery module and functioned as intended. A review of the event history log revealed no improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During functional testing a system error 345 occurred. T he cause was identified to be downstream thermistor was out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off during medication start in the intermediate medicine department. There was no patient involvement. No additional information is available.